Event description:
The customer reported that a portion of the image turned black. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the display adapter. The system operates as intended.